Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating low battery alert, off no power anomaly, failed battery test and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl and treated with manual injections. The customer stated that she had an off no power alarm after a low battery alarm. The customer stated that the battery lasted about one week. The customer does use recommended (B)(6) alkaline battery. The customer will be sent a replacement battery cap. The customer was advised to call back if issue continues.